Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and treated with an insulin pump (subcutaneous insulin infusion). The customer also had an issue related to the difference between sensor glucose and blood glucose. The pump received calibration not accepted alert. The event involved product(s) mmt-7040a, mmt-431ag, mmt-1884, mmt-342. The customer reported a blood glucose value of 160 mg/dl. Troubleshooting was performed and the customer didn't take medication such as acetaminophen, paracetamol, or hydroxyurea (also known as hydroxycarbamide). The sensor glucose reading was 267 mg/dl and blood glucose was 160 mg/dl and the difference between sensor glucose vs. Blood glucose was more than 30%. The sensor glucose vs blood glucose difference was not within range. No further patient complications were reported. Mmt-7040a was requested and customer response was the device will be returned. No product return is required for mmt-431ag. No product return is required for mmt-1884. No product return is required for mmt-342.